Event description:
Pt had lumbar fusion with decompression and instrumentation. Tens unit applied. Pt stated the unit had a short in it. The pt left the unit on despite nurse's instruction. Pt continued to feel an occasional shock and unit was removed.